Event description:
Two endeavor sprint drug eluting stents were implanted: one in the circumflex artery and one in the lmca. Approximately 23 months post the index procedure the patient suffered a stroke. Four days later the patient expired. Cause of death identified as left acute subdural hematoma. The investigator has indicted the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation codes: conclusions: known inherent risk of procedure (stroke). Other (cause of death - stroke).